Manufacturer narrative:
(B)(6).

Event description:
It was reported that the threading broke during the implantation of 2 successive screws. A backup device was available to complete the procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.